Event description:
The customer reported that the device would not stay on. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the device has been returned to the investigation facility to allow for an analysis to be performed. When the device is evaluated, or when new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device would not stay on. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The device remain on for the duration of testing and no power issues were observed. The device was found to visually and audibly alarm during alarm conditions. The device was confirmed to be functioning as designed. Health effect impact code: no adverse event; no patient impact.